Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector on the video system center for cable maj-1430 was not working. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h4, h6, and h11 were updated. A worn out lock latch on the video connector caused image loss when the scope end connector was wiggled, and image loss inside of the observation mark was caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.